Event description:
When prepping the device outback ltd re-entry catheter cannula was still a little bit out, and the catheter was not possible to steer. The product was not used in patient.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted upon receipt.